Manufacturer narrative:
Combination product: yes.

Event description:
The patient received 8 shocks due to noise on the ventricular electrode. Replacement will take place soon. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of december 2024 and 21st of june 2025 recorded a stable pacing impedance of 400 ohms and a shock impedance of 50 ohms with two drops to <20 ohms in january 2025. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.